Event description:
The radiologist was doing a procedure on the patient's left shoulder. When she pulled the device from the patient after taking a pass containing a specimen the device disassembled falling apart in the radiologist hands. She was almost punctured with the blade from the device.